Event description:
New information received on mar 11, 2019, indicates that the lead was capped due to a fracture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high impedance on the right ventricular lead. It was also noted that the sensing was decreasing. The lead was capped and replaced on (B)(6) 2019. The patient was stable.